Event description:
It was reported that an unknown infusion pump presented an occlusion alarm. This occurred during infusion of hyqvia. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.